Event description:
Medwatch reported that a micro-insert implanted in 2008 was removed 5 days post-implant. Incident description suggests that device was implanted in a pt with allergy to nickel. Event reported anonymously; no further info could be obtained. According to the essure instructions for use, it is contraindicated for the essure sys to be used in a pt with "known hypersensitivity to nickel confirmed by skin test." Pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to essure placement procedure. Additionally, physician training emphasizes that nickel allergy is a contraindication for micro-insert placement.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.